Event description:
A surgeon was implanting a medium synflate balloon during a procedure. The balloon was inflated to 4.5 ml and 380 psi pressure. The balloon ruptured intraoperatively. The procedure was completed successfully. There was no delay to the procedure and no injury to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Date of this report corrected to (B)(6) 2013. Initial date of report should be (b)(60 2013.